Event description:
Luer lock of pneumoclear heated humidified smoke evaluation tube set kept falling off (ref #0620050350, lot #k24d068). Manufacturer response for laparoscopic disposable supply, pneumoclear heated humidified smoke evaluation set (pert site reporter).